Event description:
During a coronary drug eluting stenting treatment procedure the physician noticed that the stent struts were raised off of the balloon on the proximal edge. The taxus express2 2.5x24mm drug eluting stent was prepped without any difficulties. The physician inserted the stent through the guidewire into the pt, he then withdrew backwrds to obtain better guidewire placement. He noticed that there were raised struts on stent and discontinued the procedure. No pt complications were reported.